Manufacturer narrative:
Of the 33 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 33</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-72 years of age and between 26 and 270 pounds. Of the reported patients, 14 were male and 19 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of blank screen failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.